Manufacturer narrative:
The device was not returned for analysis, as it was implanted in the patient. As the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a that the distal section of the flow diverter device is not fully expanded and does not have complete wall apposition. No negative patient impact was reported. The patient was treated for a saccular aneurysm in the right posterior communicating (pcom) artery. The aneurysm neck size was 10mm, maximum diameter was 12mm and dome height was 15mm. The parent artery diameter was 4.9mm distal and 4.0mm proximal to the aneurysm.